Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was being performed with proglide devices via a 7f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, with the first device the suture was not present when the plunger was removed during step 3. With the second device, all the steps were performed, but it was reported that the entire suture came out upon device removal with the knot intact and the loop formed. The sutures of two proglide devices were ultimately successfully pre-placed bilaterally. The sheaths were upsized and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.